Manufacturer narrative:
At this time no conclusions can be made regarding the bard/davol composix e/x (device #2) used to treat the patient. The patient's attorney did allege injuries and revision surgery; however, no details have been provided. No lot number has been provided therefore a review of the manufacturing records is not possible. Should additional information be provided a supplemental emdr will be submitted. This emdr represents the bard/davol composix e/x (device #2). An additional emdr was submitted to represent the bard/davol ventralex (device #1). Not returned.

Event description:
Attorney alleges that the patient underwent surgery for implant of an unspecified bard/davol ventralex (device #1) on (B)(6) 2008. It is alleged that on (B)(6) 2012 the patient underwent surgery with implant of an unspecified bard/davol composix e/x (device #2). As reported, the patient had unspecified injuries and underwent a revision surgery on (B)(6) 2014. As reported, the patient is making a claim for an adverse patient outcome against the bard/davol ventralex (device #1) and composix e/x (device #2). The attorney alleges general allegations for "past, present, and future damages, including but not limited to, mental and physical pain and suffering for severe and permanent personal injuries sustained by the patient."